Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that explanted ipg was not returned. No further information has been obtained despite good faith efforts.